Manufacturer narrative:
Additional data: a2, a3, a4, a6, b7.

Event description:
A viperwire guidewire was used with an atherectomy device in a heavily calcified proximal to mid left anterior artery lesion via femoral approach through the impella sheath. Approximately six to eight treatments were administered, each lasting no longer than 25 seconds each. During treatment across the mid lesion, the guide catheter position shifted, and the oad and wire inadvertently retracted. During the unintended movement, the viperwire guidewire fractured. The fragment was snared. The patient's condition was described as good following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.